Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Relevant tests/laboratory data, including dates: (B)(6) 2015 (10:17): ck=36 u/l, normal upper limit 309; (B)(6) 2015 (10:17): ck-mb=1.5 ng/ml, normal upper limit 5.3. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for the patient effect. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Dissection, as listed in the xience alpine everolimus eluting coronary stent system electronic instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a relationship between the reported patient effect and the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Event description:
It was reported that on (B)(6) 2015, a 3.5x18mm xience alpine stent was implanted in the proximal left anterior descending (lad) coronary artery lesion. Following, a dissection was noted, requiring another stent. The dissection resolved without sequela that same day. On (B)(6) 2015, the patient was discharged home. There was no additional information provided.